Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with premature battery depletion exhibited by their implantable cardiac monitor. No intervention was performed. Patient will continue to be monitored and was stable after the event.